Event description:
It was reported that during an unspecified esophageal stenting procedure, advancement difficulty was encountered and the stent failed to deploy. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 18mm x 10mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion due to "severe stenosis". The sds was removed and pre-dilatation was performed with an unspecified cre balloon. The sds was again advanced and successfully crossed the lesion, however, the physician was unable to retract the deployment suture and the stent was unable to deploy. It was noted that another of the same device was unavailable, therefore, the procedure was completed without further intervention. No patient injuries or complications were reported. The patient's status is reported as "good".